Event description:
Customer reported that a 1cm x 2cm portion of the device delaminated during an open technique after about 40 minutes of device manipulation. Device was completely saturated with body fluids prior to the delamination. Physician threw a loop of suture to tack device to peritoneum. No adverse pt consequence was reported.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.